Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was having an MRI for progression of seizures. It was also noted the patient had a history or parkinson's ataxia that was unexpected since 2011. No further complications were reported or anticipated.